Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications.

Event description:
The following was reported to gore by the customer: the dialysis patient was being treated for a vein stenosis. The gore® viabahn® endoprosthesis was advanced on a benson .035 wire to the target location and deployed without incident. During removal, the doctor reported a slight resistance. When the catheter was removed, the doctor observed that the tip and part of the shaft had broken off and were still on the wire. The tip and shaft were removed separately. The doctor reported the patient is fine.

Manufacturer narrative:
Examination of the returned device revealed the following: the deployment line, deployment knob, and delivery catheter were returned; the deployment knob was not attached at the hub; the deployment line was fully intact and measured 113 cm; the distal shaft was separated from the transition; the distal shaft appeared to be cut the correct length; the end of the distal shaft appeared to have some missing pebax and was frayed; the remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. All information has been placed on file for use in tracking and trending.